Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized with a blood glucose reading of 554 mg/dl. The customer experienced nausea and blurred vision. Troubleshooting was attempted, but the customer's blood glucose reading was 408 mg/dl, and she was not feeling well. Advised the customer to contact her healthcare for instructions on treating her current blood glucose levels, then call back for troubleshooting. Nothing further was reported.